Event description:
MFR was notified that pt underwent surgery for migration of vns device, reported in MDR # 1644487-2011-00391. Pre-operation diagnostics were within normal limits, however, after surgery was completed the neurosurgeon rec'd a message that the device was at end of service. It is suspected that the surgeon used electrocautery however, this cannot be confirmed. Good faith attempts to obtain add'l info are currently being made.